Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer rolled over the pump and as a result the touch screen became shattered; but remained functional. Additionally, the lower left corner of the pump touchscreen became difficult to read. The customer's blood glucose was around 200 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and manual injections as alternate insulin therapy.